Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx fully covered stent rmv was implanted in the common bile duct to treat a malignant stricture located in an 80 degree turn just proximal to the papilla during a stent placement procedure performed on an unknown date. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, on (B)(6) 2017, the physician performed an endoscopic retrograde cholangiopancreatography (ercp) with stent removal procedure and the stent was found to have migrated past the sharp turn in the neck of the bile duct. The physician noted that the odd anatomy location made it difficult to get a tool in place to retrieve the stent. Both a balloon and forceps were attempted to remove the stent but the physician was unable to retrieve the stent. The stent remains implanted and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. According to the physician, the stent did a good job of relieving pressure and a second attempt to remove the migrated stent will be scheduled.